Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video and 1 physical sample submitted for evaluation. The reported issue of catheter kink / bent was confirmed upon inspection and testing of the samples. Analysis of the sample showed that in the video, it is possible to observe a leak. The evaluation of the physical sample was performed and the leakage that was observed in the video was not able to be replicated. However, after visual inspection of the sample, bulging of the small-bore tubing near the connector along with evidence of fluid leakage was observed. Bd determined that the cause of the failure was due to exceeding the pressure limits of the tubing leading to deformation and subsequent leakage. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported by customer that they had a strange situation with the short tubing of the nearport IV. Complaint via email. Xxx campus had a strange situation with the short tubing of the nearport IV. Xxx is on cc and can share the pictures she took of the item she also saved the catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.